Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4), film. Evaluation summary: angiograms returned from implant showed that after the endurant ii stent graft system had been implanted, angio injection revealed widespread contrast blush filling the aaa sac most from a likely type IV endoleak the exact endoleak source could not be confirmed. Contrast appeared to be coming from along the left side of the bifurcate near the level of the flow divider, as well as from just below the contra gate junction on the right side. After additional ballooning a similar level of contrast blush again observed and during endoleak interrogation (injecting from within the aortic body, contra and ipsi limb) similar levels of contrast from a likely type IV were seen. After essentially relining the entire length of the left/ipsi limb with an additional endurant limb, final con trast injection again showed contrast blush which appeared to be filling the distal sac, most likely coming from near the contralateral limb junction. The exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. There ap peared to have been adequate junctional overlap at the contra limb, and good distal limb sealing bilaterally, and injecting from within the stent graft body/limbs likely ruled out a proximal type I endoleak. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending planned follow-up to verify if the endoleak self-resolved; thereby likely confirming this as a type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm on. It was reported that during the index procedure a type IV endoleak was detected. An extension was implanted during the index procedure to try to resolve the endoleak but it did not resolve. The material defect is reported to be possibly at the ipsilateral end of the bifurcated body. The physician cannot confirm the cause of the event. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary : the exact type and cause of the reported endoleak reported during the index procedure could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 55mm maximum diameter infrarenal aaa. The proximal neck was narrow, ranging in diameter from 17 ¿ 15mm along a 3cm length, and the infrarenal neck was severely angulated measuring ~90 deg lt-rt; relative to the distal aorta. There was no appreciable neck calcification or thrombus. The left common iliacs was mildly tortuous, and there was little calcification observed bilaterally. Previously reviewed angiograms from implant revealed widespread contrast blush filling the aaa sac most from a likely type IV endoleak. Contrast appeared to be coming from along the left side of the bifurcate near the level of the flow divider, as well as from just below the contra gate junction on the right side. After essentially relining the entire length of the left/ipsi limb with an additional endurant limb, final contrast injection again showed contrast blush which appeared to be filling the distal sac, most likely coming from near the contralateral limb junction (gate ring). CT¿s returned from 2 months post-implant revealed that the maximum diameter aaa had increased to 60mm. There appeared to be adequate proximal and bilaterally distal sealing. However, contrast was seen in two locations within the sac along the posterior-right side of the bifurcate from what appeared most likely to be from a type ii endoleak. The largest area of contrast was observed near the level of the gate ring along the posterior side of the right left limbs, which was feeding the sac from a large lumbar artery. Another smaller type ii along the same side was located ~3cm higher near the level of the flow divider, and the contrast appeared to be continuous with the other larger type ii. The endoleak observed during implant appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Although a type iii fabric leak cannot be ruled out, the observed sac expansion seen 2 months post-implant appear most likely related to a type ii endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was confirmed by the physician that the aneurysm continues to grow. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the physician confirmed the endoleak as a type IV, based on a review of follow-up CT films showing continued aneurysm growth. If information is provided in the future, a supplemental report will be issued.